Manufacturer narrative:
Unit received with unresponsive buttons due to moisture damage on keypad traces. Unit received with minor scratches on lcd window. Unit received missing end cap sticker. Unit received with slightly loose drive support disk.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.